Event description:
Following insertion of a 24 gauge angiocath, the nurse removed the needle from the vein and proceeded to the sharps container to dispose of the device. The nurse dropped the needle on the lid and it sprang back up and stuck her in the right middle finger. She was immediately given prophylaxis medication in the emergency room.